Event description:
It was reported that the side rail is not latching due to broken/damaged components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.